Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed all leaflets are slightly stiff but flexible and intact. The valve tissue is discolored showing evidence of blood contact with the leaflets demonstrating a wrinkle-like appearance associated with the valve loaded in the capsule for an unknown duration. All leaflets are partially open. All commissures appear intact. The valve was submerged in body-temp (approximately 37 celsius) saline. The frame expanded but didn¿t expand to full dilation. Due to the received condition, a deployment simulation to evaluate against the alleged event of infolding cannot be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: a4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a transcatheter aortic valve replacement procedure involving a transcatheter aortic valve, a pre-implant balloon valvuloplasty was performed with a 24 mm non-medtronic balloon due to calcification and a bicuspid aortic valve. The valve and delivery catheter system (dcs) were inserted into the patient and advance to the annulus. Subsequently, the valve was deployed and recaptured twice due to under-expansion and a shallow depth. During the third deployment attempt to 80%, an infold was identified at a depth of 5 mm, prompting the procedure to be aborted with the plan to place a surgical aortic valve on a later date. Per the physician, the patient's calcified and bicuspid native valve contributed to the event. The procedure was delayed and eventually aborted due to the infold in the valve after two recaptures. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012362237); product type: 0195-heart valves; implant date ; explant date image review: six static images were provided for review. It was reported that a pre balloon aortic valvuloplasty was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture and appeared to be under expanded warranting a recapture. It was reported that two recaptures were performed. There is evidence of an infold during one of the deployment attempts. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. The infolded valve was not implanted and was deployed on the sterile field and the infold was confirmed. The patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 95.4mm with a perimeter derived diameter of 30.4mm falling outside of medtronic¿s sizing criteria. Patient appeared to have a significantly calcified bicuspid aortic valve. Updated data: d9. H6. H11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.